Manufacturer narrative:
It was reported that the cardiohelp unit was dropped. The cardiohelp was exchanged. No physical damage was seen. The failure occurred during transport of a patient. No harm to any person has been reported. A getinge technician was sent for investigation on 2025-11-24. The technician checked the cardiohelp. No damage was noted on the unit and all measurements are within specification. The pc aided test was not performed. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the cardiohelp was tangled in trauma lines between the patient's legs during intrahospital transport. The cardiohelp was position on the patient bedside table. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: fail of device by mechanical force caused by loose connections caused by - fall of device - unsafe position / mounting / movement of device - wear / loosening of components. According to the instruction for use of the cardiohelp device all components must be attached to the holders provided and securely fixed. In chapter ¿intra-hospital patient transport¿ it must be ensured that the mechanical damage to the cardiohelp must not occur during patient transport as it can lead to patient decannulation. According to chapter ¿accessories for intra-hospital patient transport¿, the transport guard and cardiohelp mobile holder hkh 8860 must be used during transport to prevent mechanical shocks to the cardiohelp. The review of the non-conformities has been performed on 2025-12-29 for the period of 2017-09-11 to 2025-11-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-09-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "cardiohelp fell during treatment" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-11-24 till 2025-11-24). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Patient information was provided: male, age at the time of event: 13 yo, weight: 60kg. The cardiohelp was exchanged due to drop of unit. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp unit was dropped. The failure occurred during transport of a patient. The cardiohelp was exchanged. No physical damage was seen. No harm to any person has been reported. As the cardiohelp was exchanged, a report is required.